Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mmol/l; cause was due to control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 2.5 mmol/l, and the meter bg reading was 35 mmol/l. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. Customer acknowledged pump functioned as intended.